Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after prepping the patient with 3,000 units of heparin per standard procedure, pre-dilatation was performed using a 3.0x15 non-abbott balloon dilatation catheter (bdc) via 1 inflation to 10 atmospheres. Then, after advancing a 3.0x28 xience xpedition stent delivery system (sds) into a 6-french non-abbott guiding catheter via femoral access and over a 014 fielder guide wire, without resistance to a non-calcified, 99% stenosed lesion in the non-tortuous right coronary artery, the stent was deployed at the target lesion via one inflation to 14 atmospheres. Post-deployment, when attempting to withdraw the sds from the stent, the balloon felt as if it were sticking to the stent and was difficult to remove. The balloon was able to be maneuvered free from the stent without force and was withdrawn from the anatomy without resistance. The procedure was considered completed with 0% post-procedure lesion stenosis. There were no adverse patient effects and no occurrence of clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: 014 fielder, guide catheter: 6 french non-abbott. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.